Event description:
During service by baxter, the user interface module printed circuit board (uim pcb) was noted to be defective. Information was not provided regarding whether or not the event occurred during patient use. According to the hospital representative, no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
Condition reported: facility reported failure codes 804:52 and 703 on channel b. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure codes 804:52 and 703 on channel b were found in the event history, which confirms the defective uim pcb. These failure codes were manifested as a result of the uim pcb being defective. The uim pcb was replaced and the pump was tested. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.